Event description:
On (B)(6) 2010, the pt reported insulin leaked into the cartridge compartment of the infusion device. He stated the same issue occurred 4 months ago. He stated the infusion tubing and adapter were connected to the insulin cartridge when it was inserted into the infusion device. He did not notice any visible cracks or damage to the insulin cartridge when it was removed from the infusion device. He was advised to switch to his backup infusion device. No physiological effects were reported. He was sent a replacement infusion device and insulin cartridges. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device, infusion set, insulin cartridge, and adapter were requested to be returned for evaluation.